Event description:
It was reported than an implantable neurostimulator (ins) overdischarge was suspected. The stimulator inside the patient¿s body had been off or at least six months. The patient stated, ¿it was rechargable and I couldn¿t get the belt on correct to charge it, and after a while it went completely down. It is useless because the doctor said if it goes down for 30 days it is useless.¿ the patient further stated, ¿we had already decided that the stimulator wasn¿t working like we thought it would. And it worked well during the trial, but it the long term, it wouldn¿t work. So they implanted a morphine pump.¿ the ins had been dead for about six months. Since implant, the patient was not able to get it to recharge correctly, and so he quit using it. The patient only reported problems with the spinal cord stimulator (scs) and did not report any problems with the pump. The patient was in the hospital for an issue unrelated to his pump or stimulator. The patient wanted MRI of the foot compatibility. The MRI tech did not think the MRI was related to the patient¿s therapies or devices. The patient wanted a physician listing for the pump because his current doctor was hard to get a hold of. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: a01411002, lot# serial# unknown, product type: recharger. (B)(4).